Manufacturer narrative:
(B) (4) conclusion: the instructions for use state that "the procedure should be performed with care to avoid large vessels, nerves, bladder and bowel." After placement of the sling device, "the plastic sheaths that surround the tape are then removed."

Event description:
It was reported that a pt underwent a sling procedure on (B) (6) 2009. The pt experienced pain and inability to empty her bladder. It was found that 13cm of plastic sheath had remained in the bladder. An additional procedure was performed to remove the sheath.